Event description:
It was reported that the pump fell and the touch screen became cracked. Subsequently, it was reported that an unspecified malfunction occurred and pump became unresponsive. Customer's blood glucose level was 135 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fell and the touch screen became cracked. Additionally, it was reported that an unspecified malfunction occurred and pump became unresponsive. Customer's blood glucose level was 135 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.